Manufacturer narrative:
Zimvie complaint (B)(4). Multiple MDR reports are filed for this event. See 0002023141 -2022 -02688. Patient weight is not provided / unknown. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported the implant in site 22 has shown increasing bone loss and persistent purulent discharge. The option of no surgery with possible sequela that could develop has been explained. Soft tissue and mucosal attachment released from all teeth designated for extraction. Prosthetic attachments removed from implant #22. Implant removed with reverse torque. Copious irrigation in the socket and in the flap. Closure with multiple sutures. The site was grafted with allograft and xenograft prior to original implant placement.